Event description:
Information received indicates the brake will not hold on the head end of the stretcher.

Manufacturer narrative:
The facility's services replaced the brake caster to repair the stretcher.